Event description:
It was reported that this pacemaker recorded noise that was oversensed as well as loss of capture (loc) on the right ventricular (rv) lead channel. The associated right ventricular (rv) lead is a non-boston scientific and technical services (ts) recommended troubleshooting to assess lead integrity. No adverse patient effects were reported. This pacemaker remains in service.